Event description:
The cam02 inter-cranial pressure and temperature monitor experienced a battery failure. The date of the incident was not provided. It was unknown if the device was in contact with a patient, or if there was patient injury or death alleged, and if the patient was prepped for surgery. There was no revision or medical intervention required. It was also unknown if there was a delay in surgery due to the product problem. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 13 sep 2016. The cam02 monitor serial number (B)(4) not returned to integra for failure analysis evaluation and a service call to visit the facility has not been scheduled or completed. San diego service centre communicated with the customer and it was confirmed the monitor is being used and will not be returned at this time. Since the product or objective evidence was not returned, the evaluation was unable to be performed. Therefore an investigation for cause was unable to be performed. The DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ jul. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The review encompassed dates (B)(6) 2015 to (B)(6) 2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. Based on the review a trend has not been identified at this stage of the evaluation. During the time period ¿(B)(6) 2015 to (B)(6) 2016¿, the global product usage for cam02 and lcx02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. (B)(4) catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the review period with the key word identified in the complaint review (6) can therefore be calculated as (B)(6) (3 x 10 ¯4) of procedures. This percentage is within the expected ¿remote¿ rate of occurrence. Future complaints will be continued to be monitored and trended. Conclusion: since the product or objective evidence was not returned the evaluation was unable to be performed. A root cause determination cannot be determined.